Manufacturer narrative:
The device was reported to work as intended. The patient died on (B)(6) 2020.

Event description:
Berlin heart (B)(4) was informed, on (B)(6) 2020 by the site that a patient being supported with the excor pediatric vad system with a bvad configuration developed pulmonary failure following the implant that occurred on (B)(6) 2020. The pulmonary failure was due to the prolonged operative time and excess intrathoracic bleeding. The patient was taken to the ICU with an open chest. The site reported complete emptying and filling of both pumps at this time. The patient continued to decline with the inability to control bleeding, oxygenate, and ventilate. A bedside re-exploration of the thoracic cavity was conducted at this time. Obstruction of the lungs was suspected, but never confirmed. Echo images revealed severe pulmonary valve insufficiency, rv dilation, and lv collapse. The patient expired due to these irreversible complications on 11/11/2020.